Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was working and her blood glucose was over 500 mg/dl. Customer stated she wanted to ensure that her device was working correctly. Troubleshooting was initiated but customer got agitated by the questions and hung up the call. Customer didn't wasn't to go through all of the steps. Customer is not returning the device.